Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.2ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the patient received more medication than intended. At 0200, line a of the device was programmed to deliver 250ml of 5% dextrose, at a rate of 10ml/hr, and a dose limit of 20ml. Line b of the device was programmed in the piggyback mode, to deliver 280ml of interleukin-2 at a rate of 24ml/hr, with a dose limit of 280ml and the delivery was started. At 0600, the device alarmed that the dose was complete. At this time, the nurse noted the interleukin-2 container was empty. The physician was notified and the patient was monitored. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. The following day at the scheduled time, therapy was resumed using a replacement device. Though requested, no additional information was provided.